Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported left side rupture, pain, discomfort, anxiety, panic disorder, mental anguish and fear of developing alcl, depression, disfigurement, and itching. The following events were also reported and determined to be not device related; nausea, post-traumatic stress, heat/burning sensation, insomnia, weight changes, diarrhea, aggravation of underlying conditions, headaches, vomiting, significant scarring, asymmetry, and loss of wages and wage-earning capacity. Device has been explanted.